Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was also performed for the subject device. The quick-release t-handle is one of two instruments which can be utilized during trialing to determine the appropriate implant size for alif procedures per the technique guide. The returned instrument was received disassembled with a deformed locking pin and a missing ball bearing. The ball bearing was found to have been discarded (per sales consultant). The pin was determined to be undersized and the hole was found to exceed the dimensions specified on the manufacturing drawings; as such the instrument was forwarded for a manufacturing evaluation. The relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot numbers and in each instance no mrrs, ncrs or complaint-related issues were identified with the lots numbers which may have contributed to the complaint condition. A manufacturing investigation was performed for subject device by the device supplier, (B)(4). The investigation concluded that the locking pin has become worn out over time and the impact experienced by the t-handle when it was tapped with the mallet may have been enough to dislodge the pin, allowing the t-handle assembly to come apart. No root cause was determined; the part passed inspection when it was shipped in 2009. No manufacturing related issue was identified and/or confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. (B)(6). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: part 03.808.003 / lot 6070445 (supplier lot: 017900). Release to warehouse date: january 19, 2009. Supplier (B)(4) manufactured part 03.808.003 (supplier lot 017900 / synthes lot 6070445) with qty (B)(4) in this lot. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a long t-handle came loose after light tapping with a mallet while trialing a disc space during a surgical procedure at l5-s1 on (B)(6) 2015. Upon inspection, a small rivet of the t-handle came out, rendering the device inoperable. An additional t-handle was used to complete the procedure. There was no reported surgical delay or patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The ball bearing did not enter the wound and was verified with x-ray intra-operatively.